Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise reversions and noise over-sensing. Upon further interrogation, it was noted that the rv lead exhibited low pacing impedance. The rv lead was capped and replaced on 05 aug 2022. The patient experienced no consequences.

Manufacturer narrative:
Correction: section h6 - the health effect - clinical code should have been arrhythmia rather than no clinical signs, symptoms or conditions.

Event description:
The patient was presented with atrial fibrillation.